Event description:
Additional information received reported the patient was referred for an MRI to check the lead/extension integrity. The MRI was done on (B)(6) 2014. No malfunctions had been seen yet but that was to be determined, waiting on MRI results. No interventions had been taken or planned.

Event description:
It was reported that the patient had complained of intermittent control of right limb. The call was regarding the patient¿s left implantable neurostimulator (ins). On the date of this report, the ins was interrogated and there was low impedance at bipolar contact of 0 and 1, impedance was 41 ohms. Patient was using c+2-, 1988 ohms which was fine. Healthcare professional had tried to move the patient around through the skin as best he could to try to reproduce the effect. It was noted that when the patient tried to pull up his shirt and put left arm overhead, he felt a twinging feeling. Patient was sent for an x-ray to check leads and extension. It was noted that while patient was getting the x-ray the technician thought the patient was having a seizure and had right facial twitching. The x-ray was stopped. Implant was taken down to 0 volts and off and it seemed as if the patient was fine regarding symptoms since time of x-ray. Patient was currently turned off on the left side. Patient had short on 0 and 1. Patient symptoms were intermittent and were provoked by positional changes. Primary symptoms were contralateral facial pulling on right side face that appeared to have extra current going from left lead. It was noted that prior to patient¿s appointment on the date of this report the patient had mild symptoms, intermittent and mild prior to program changes. Patient was reprogrammed at the appointment on the date of this report and then had a subsequent x-ray to look at the system integrity. During x-ray, patient had symptoms related to side effects of overstimulation on the left lead and therefore, it was decided to turn the implant off on the left side. Patient had not had any more of those symptoms after leaving appointment. No anomalies were seen on x-rays. Reprogramming or surgical consultation with the surgeon were being considered. At the appointment, the patient was programmed to c+ 2-, 3.9v, 100us, 140 hz and at the start of the appointment the patient had been at 3.5v, 90us, 145 hz and c+2-. There were no changes in electrode configuration. Therapy impedance was just below 2000 ohms. Prior to the programming change, impedances of short 01 was 43 ohms and after the ¿event¿ with the x-rays short on 01 was 41 ohms. It was noted that at first interrogation on the date of this report c0, c1 and c2 were all high; therapy impedance was 1988 ohms and current was 1.745ma. Prior to the programming the patient had positive symptoms tingling, and facial numbness. Patient was unable to sign his name at the bank, but had been able to just fine two days prior to the date of this report and had intermittent symptom control. The patient was perplexed. At the time of interrogation, implant was off. Patient did not check himself with the programmer so somehow the implant had probably turned off. When the ins was turned on at the beginning of the appointment, the patient had symptoms of contralateral right facial stuff, but had only occurred after a few minutes. Patient was just sitting there with no movement. Following reprogramming patient had no symptoms, hand writing was improved and no paresthesia¿s. The patient was going to come back the week following the date of this report and until then the left side would remain off. When the implant was turned off the patient had not had tremors, it was thought that perhaps the current jolt on the thalamus caused this effect and that was why it would be left off until the week following the date of this report.

Manufacturer narrative:
Product ID 3387s-40 lot# v093181, implanted: 2008 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# l64602, implanted: 1999 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 1999 (B)(6); product type extension

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v093181, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# l64602, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Manufacturer narrative:
Product ID 3387s-40, lot# v093181, implanted: 2008 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# l64602, implanted: 1999 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 1999 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported the outcome of the MRI was the healthcare professional was not able to recognize any malfunctions or breaks in the lead or the extension. The left ins was at elective replacement indicator (eri) and was replaced on (B)(6) 2014. Impedances checked out ok. The healthcare professional will follow up with the patient but was expecting the sensations would go away with the new battery.